Event description:
These needles have only been used at this facility for a short time. Occasionally there would be a drop of blood at the hub. Cracks also have been seen. Pt was on dialysis and foaming was noted in drop chamber. Connections were checked. Approx 50 mins after dialysis begun pt started coughing and complaining of shortness of breath. Dialysis stopped. Oxygen given. Lines were checked and tiny bubbles were noted in both arterial and venous lines. This is unusual without an alarm. Tubing and kidney changed. Everything was changed except the needles. Dialysis was restarted and bubbles noted again. Old needles (not safety needles) used and pt had no problem. Maintenance worker consulted and stated that it appeared that the way the needles were put together produced a venturi (a vacuum problem). On further investigation rptr found documentation that there have been more problems with this lot number. Rptr's center and satelite center have stopped using the needles. Distributor was notified who notified MFR. MFR requested sampes of affected lot and other lots. Rptr asked MFR if they were going to do something about the problem (ie notifying users) but they did not answer.